Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical services that the heater tray of the patient's liberty select cycler appeared burned. The pdrn stated the heater tray looks like it was burned with an unknown object like the patient "put a hot iron on top of the heater tray." The spot was in the middle of the tray and appeared small. The patient uses bleach and water to clean the cycler. It was explained to the nurse to use the correction proportion of bleach to water to clean the cycler (1:100 water). The nurse discovered the damage while visiting the patient's home. The patient stated the damage occurred approximately one month prior to reporting it and they have been continuing treatment nightly with the cycler. The patient was advised to continue using the cycler. A replacement cycler was issued. Additional information was obtained during follow-up. The patient confirmed there was no burning smell noted nor other visual indications of thermal decomposition in addition to the burned heater tray. There was no adverse event, serious injury, or required medical intervention as a result of the reported issue. The patient continued to use the cycler to complete treatment while waiting for the replacement. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage due to damaged heater tray, damaged cassette door and cracked bezel from the front panel assy. However the reported thermal decomposition was not confirmed. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Heater tray and heater safety tests were performed and passed. Pre-ast 15min 1000ml simulated treatment was performed without any failures or problems. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical services that the heater tray of the patient's liberty select cycler appeared burned. The pdrn stated the heater tray looks like it was burned with an unknown object like the patient "put a hot iron on top of the heater tray." The spot was in the middle of the tray and appeared small. The patient uses bleach and water to clean the cycler. It was explained to the nurse to use the correction proportion of bleach to water to clean the cycler (1:100 water). The nurse discovered the damage while visiting the patient's home. The patient stated the damage occurred approximately one month prior to reporting it and they have been continuing treatment nightly with the cycler. The patient was advised to continue using the cycler. A replacement cycler was issued. Additional information was obtained during follow-up. The patient confirmed there was no burning smell noted nor other visual indications of thermal decomposition in addition to the burned heater tray. There was no adverse event, serious injury, or required medical intervention as a result of the reported issue. The patient continued to use the cycler to complete treatment while waiting for the replacement. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical services that the heater tray of the patient's liberty select cycler appeared burned. The pdrn stated the heater tray looks like it was burned with an unknown object like the patient "put a hot iron on top of the heater tray." The spot was in the middle of the tray and appeared small. The patient uses bleach and water to clean the cycler. It was explained to the nurse to use the correction proportion of bleach to water to clean the cycler (1:100 water). The nurse discovered the damage while visiting the patient's home. The patient stated the damage occurred approximately one month prior to reporting it and they have been continuing treatment nightly with the cycler. The patient was advised to continue using the cycler. A replacement cycler was issued. Additional information was obtained during follow-up. The patient confirmed there was no burning smell noted nor other visual indications of thermal decomposition in addition to the burned heater tray. There was no adverse event, serious injury, or required medical intervention as a result of the reported issue. The patient continued to use the cycler to complete treatment while waiting for the replacement. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.